Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose level. Date of hospitalization was unknown. Customer¿s blood glucose level was 1300 mg/dl. Customer stated that the auto mode feature was not active at time of high blood glucose event. Current blood glucose was 224 mg/dl. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.